Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating low o2 concentration. Identification of issue has been done by analyzing problem description and device's logs. There was no patient harm. According to the information provided by the technician, during on-site visit the issue was not reproduced. The device successfully passed pre-use check and during over 1 hour ventilation no issue with o2 concentration occurred. The device passed all performance tests and could be returned to clinical use. No parts were replaced. No further failures were reported. Root cause of the issue has not been established.

Event description:
It was reported that the ventilator generated an alarm indicating low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4)

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-u, corrected brand name: base unit servo-u d4 ¿ version or model # - previous version or model #: servo-u, corrected version or model #: 6694800 the UDI information is not available since the device was manufactured before 2015.